Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care professional reported that there was a suspected problem with the implanted device; they believed that the system may have moved. The patient had increased pain. The indications for use were failed back surgery syndrome and spinal pain. If additional information is received a follow-up report will be sent.